Event description:
It was reported that during a da vinci s hysterectomy procedure an instrument arm shut off when being handled during repositioning. Prior to contacting intuitive surgical technical support for assistance, the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
Investigation was conducted by an intuitive surgical field service engineer (fse) who went onsite and evaluated the system. The fse reviewed the system error logs, which showed that system error code 23002 occurred and instead of recovering from the error code, the surgeon inadvertently disabled the instrument arm. The fse concluded that system error code 23002 had been generated by vigorous movement of the instrument arm during repositioning. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23002 appears when the da vinci s safety system determines that a joint went beyond its mechanical limit, as measured by that joint's primary control sensor (encoder). Upon determining this condition, the system records the fault and transitions to a safe state. The fse performed system verification testing. No issues were found and the system performed to specification. As of april 12, 2012, there have been no reported recurrences of the issue at this hospital.